Event description:
Discordant cardiac troponin I (tniu), creatine kinase mb (ckmb), vitamin b12 (vb12), insulin and folate results were obtained on four patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). One patient was repeated on an alternate system. Three patients were repeated on the same system. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu, ckmb, vb12, insulin and folate results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the system demonstrated intermittent washing. The cse replaced the pinch valves and decontaminated the acid and base with cleaning solution. The cause of the discordant tniu, insulin, vb12, folate and ckmb results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.